Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the ventilator. The technician determined that the malfunction was due to a defective turbine and a bad internal battery.

Event description:
It was reported to vyaire medical that the ltv 1150 ventilator had no flow. This is a third party service repair with unknown patient involvement.